Manufacturer narrative:
The affected device has been checked after the event. No failure could be determined. The log files of the device were available for the investigation. The log book had no entry of a technical failure. The analysis of the log files showed, that during the reported event the device recognized a deviation in screen display, a so-called pixel sum error. The device internal monitoring had initiated a warm start to eliminate the deviation. The warm start will only take up to 12 seconds, subsequently the device will ventilate with the previous settings. During the warm start spontaneous breathing through the emergency air valve of the device is possible at any time. The warm start is accompanied by audible alarms. There is no evidence for a systematic deviation in the software that could lead to the described behavior. Possible extreme rare emc or esd influences of environment can lead to the described behavior. Electronics and display contents of the savina 300 are designed and tested in accordance with iec (B)(4) regarding interference from the environment.

Event description:
It was reported that suddenly the device stopped ventilating during use on patient.